Event description:
Philips received a complaint by the customer on the v60 indicating that the blower failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the blower failed. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was reported that the blower failed. Per good faith effort (gfe) response, the blower was replaced to resolve the issue. The field service engineer replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.